Manufacturer narrative:
Plant investigation: although it was originally stated that the sample was available to be returned to the manufacturer, no device has been received by the manufacturer for investigation purposes. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A user clinic manager reported that an internal dialyzer blood leak occurred approximately two minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriate for blood leak. Blood test strips were used and confirmed the presence of blood and blood was visually observed in the dialysate in the drain line. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 cubic centimeters (cc) as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.